Manufacturer narrative:
Device was likely discarded and not returned. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Event description:
Additional follow up with representative covering the issue confirmed that the pathology department does not have the removed catheter portion. Representative believes that it was likely discarded.

Manufacturer narrative:
Pending information on device disposition. A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit, verification of all final testing performed by/on the catheter kit, and packaging for subject catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with the manufacture or function of the catheter kit. Device was not returned for additional evaluation and investigation. Per the instructions for use of the device, catheter kinking is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
It was reported that a patient was experiencing increased pain and withdrawal symptoms. Additionally, an underinfusion volume discrepancy was alleged, with the expected volume being 3ml and the actual aspirated volume being 19ml. The patient reported no new injuries or trauma. The patient's pump was later replaced and their catheter was revised. The patient's catheter was found to be folded over and occluded with scar tissue. Physician took out a small portion of the catheter.